Event description:
Adverse events: "loss of va" (vision, impaired). Product problems: "linear mark on iol" (scratched material). A user facility reported that a linear mark was noted on an intraocular lens (iol) following implant surgery. The pt has had a decrease in visual acuity following the iol implant surgery. Add'l info has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info has been requested. (B) (4). (B) (4).